Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The being treated was located in the left circumflex artery. The physician advanced the 20mm x 3.00mm ion stent delivery system, however it was not able to cross through unknown previously placed stents. It was then noted that the stent struts of the 20mm x 3.00mm ion stent were flared. The device was successfully removed and the procedure was completed by implanting a shorter promus stent. No patient complications were reported and patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The being treated was located in the left circumflex artery. The physician advanced the 20mm x 3.00mm ion stent delivery system, however it was not able to cross through unknown previously placed stents. It was then noted that the stent struts of the 20mm x 3.00mm ion stent were flared. The device was successfully removed and the procedure was completed by implanting a shorter promus stent. No patient complications were reported and patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a taxus element/ion monorail stent delivery system with no other devices. There was blood and contrast in the guidewire lumen. The stent had moved on the balloon 1mm distally of the proximal markerband. Multiple stent struts were stretched and flared on the tightly folded balloon. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent moved on balloon, stent damage and the reported crossing difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).